Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2010-03925, 3005099803-2010-03926, 3005099803-2010-03927, and 3005099803-2010-03928 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, while performing the ablation, a console error (p1) occurred when the generator reached 140 watts. The physician changed the pad, but the same error appeared at 140 watts. The physician changed the pad, but a third error (p1) occurred at 140 watts. Once again, the physician changed the pad, and this time the error (p1) occurred at 170 watts. The needle was retrieved, then redeployed to achieve roll-off. At this time, the procedure was complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.